Event description:
Same event as MDR ID#: 2134265-2011-01624. Reportable based on analysis of related device completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 75% stenosed lesion was located in the severely calcified and severely tortuous proximal right coronary artery. The physician noted resistance during the loading of the rotalink plus burr onto the floppy rotawire guide wire through the unspecified guide catheter, and noticed the guide wire kinked near distal tip of the guide catheter. The resistance was noted approximately at the kinked portion of the wire. While the rotalink plus burr was in dynaglide, the floppy rotawire guide wire fractured. The proximal portion of the guide wire was retrieved with a snare, however approximately 10cm of the wire remained in the patient in the aorta-left ventricle and was removed surgically 2 days later. No further patient complications were reported, and patient status was listed as stable. However, returned product analysis of guide wire found that the guide wire had fractured due to contact with the burr.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by MFR: an initial examination was not carried out as the product was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).